Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported a bioburden was found on a 20ml syringe. To aid in the investigation, one sample with no packaging was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has a brown colored speck of embedded degraded resin. It is about 3/64" in size and located 5/8" from the bottom of the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301031, lot 4079847. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Material: 301031, lot: 4079847. It was reported by customer that bioburden found on a 20ml syringe from a pack fmc pacemaker. Verbatim: rcc received a complaint via email. Email(s) attached. Incident details: unknown, assumed bioburden found on a 20ml syringe from a pack fmc pacemaker. Item#301031. Lot#4079847.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.